Manufacturer narrative:
The lead has been returned to the manufacturer for analysis which is not complete as of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that, during an implant procedure, the health care provider believed the tip of the lead was bent, and opted not to use it. The procedure was successfully completed with another lead. The outcome was reported as "no health hazard."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead model 3389s-40, lot # v821788 showed that the distal end of the lead was bent.